Event description:
It was reported that this left ventricular (lv) lead was explanted after loss of capture was exhibited. Another lead was implanted in the left bundle branch to complete the procedure. This lead has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.